Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a coronary planned treatment/non-emergency treatment and the procedure was completed. The philips field service engineer (fse) inspected the system onsite and confirmed that the system showed fluoroscopy not possible reselect application error. Upon functional testing, fse found that the communication error with the host-pc and the x-ray generator. The fse replaced the host pc and hard disk. After replacement of the host pc and hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that a ¿fluoro not possible reselect application" error message appeared on the monitor. The device was in clinical use. No patient harm reported. The service engineer went on site and replaced the host computer and that hard disk. Following the replacement, the software was reinstalled, and the x-ray generator and flat detector was adjusted. Tests were carried out and the device functioned as intended. Philips has started an investigation of the complaint.